Event description:
It was reported by service report that the stretcher would not pump up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - groove pin; pump pedal assembly.